Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker had a pacemaker mediated tachycardia (pmt) episodes and the patient experienced palpitation episodes stored in a configured collection period. Rhythm appears to be atrial driven. The presenting electrogram (egm) shows the device operating as programmed. Additional information was received indicating that this device was surgically explanted due to advisory, and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker had a pacemaker mediated tachycardia (pmt) episodes and the patient experienced palpitation episodes stored in a configured collection period. Rhythm appears to be atrial driven. The presenting electrogram (egm) shows the device operating as programmed. Additional information was received indicating that this device was surgically explanted due to advisory, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A series of electrical tests was also performed, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.